Manufacturer narrative:
The device has not yet been returned therefore, a failure analysis of the complaint device cannot be completed. If the device is returned and evaluation completed, a supplemental medwatch will be filed. Device history record (DHR) review was conducted for the reported identification number. The lot was released meeting all qa specifications.

Event description:
It was reported that during the procedure, the sleeve on the introducer crumpled as the doctor was trying to insert it into the patient breast. A second device was used to complete the procedure. There was no harm to the patient.